Manufacturer narrative:
On (B)(4) 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena instrument serial number: (B)(4) and on echo lumena instrument serial number (B)(4); camera report and event log were acceptable. Immucor technical support cannot rule out a sample related issue. The immucor internal report record number for this report is (B)(4). .

Event description:
On (B)(6) 2019 a customer reported unexpected negative screen results with capture-r ready-screen 3 on an echo lumena instrument.